Manufacturer narrative:
This ra lead was explanted. Device interrogation afterwards showed good measurements. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An exit block of the ra lead was seen. The patient is diagnosed with an ra lead dislodgement. The lead is wrapped around the crt-d, most likely due to ongoing manual manipulation. An appointment for a crt-d system revision was set for (B)(6) 2020. ICD control and chest x-ray were done for diagnostics.